Event description:
It was reported that a screw fractured in the patients mouth. They were able to remove the broken portion from the implant without any damage to the implant.

Manufacturer narrative:
Zimmer biomet complaint number: (B)(4). Age and date of birth unknown / not provided. Gender unknown / not provided. Patient weight unknown / not provided. Date of event unknown / not provided. Lot/serial # unknown / not provided. Device expiration date unknown / not provided. Device UDI number unknown / not provided. Last name unknown / not provided. Device manufacturer date unknown / not provided.

Manufacturer narrative:
One certainâ® gold-titeâ® hexed screw (iunihg) was not returned. Since product has not been returned, physical inspection could not be performed. The investigation has been performed based on the available information using item # (iunihg), and associated IFU/rm files. Functional testing could not be performed because the products were not returned. Pre-existing patient conditions, tooth location, implantation period, x-ray or picture images are irrelevant to this investigation. X-ray & picture evaluation: x-ray or picture image was not provided. Appropriate documentation was reviewed. DHR review and complaint history review by lot number could not be performed, as the lot number associated with the reported product is not available. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. A complaint history review by item number was conducted for the (iunihg) dating back to 12 months from the complaint notification date. The complaint history review revealed that there are no existing non-conformances/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. December post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction could not be verified, and the reported event was non-verifiable.

Event description:
No further event information available at the time of this report.